Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm and a 6.3 cm in diameter iliac artery aneurysm. The aortic neck was 18.3 mm in diameter at the renal arteries and 17.3 mm in diameter approximately 20 mm distal to the renal arteries. It was reported that the patient presented for follow up and a proximal type I endoleak identified. The aneurysm has also increased in diameter from 6.3 cm to 6.5 cm in diameter. The physician elected to implant an endurant aortic extension cuff in the proximal site. The proximal type I endoleak was resolved. Per the physician, the event might be attributed to insufficient sealing length because the endurant main body was implanted in a more distal region than it was originally planned for the index evar. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.